Event description:
A blood glucose test was performed on a patient. The lab result was 236 mg/dl and the hospital's device read 535 mg/dl. It is unknown if treatment was given or if controls were run on the device. The customer declined replacement. A request was made for the return of the suspect device, the customer declined replacement.